Event description:
Device report from (B)(6) reports the following: tip of the flexible shaft and reamer head has been broken during the surgery. The surgical time was not extended as a result and there was no reported patient harm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the investigation of the returned articles shows that both are completely broken off. We cannot determine exact root cause, but the damages (pins of the flex shaft are broken and twisted and the reamer had is broken in bits) indicate that excessive mechanical force during the surgery may have caused this reported problem. Possibly insufficient connection between synream pins and reamer head? Unfortunately, we only have limited information in the complaint description and cannot confirm how this was done. Moreover, we cannot confirm how many times these articles have been used. What we can confirm, however, is that both articles were produced meeting all in-house and product release specifications in september 2010 as a full device history record review was conducted. No actual product fault could be determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.